Manufacturer narrative:
Service technician identified failure of the touchscreen. Technician calibrated touchscreen but it did not work out. When the touchscreen was replace, this phenomenon was fixed.

Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during service identified that touch positions of keypads on touchscreen were misaligned, such as when different icons responded on touchscreen than the one touched on keypad. There was no patient involvement.